Event description:
The product was returned on for analysis and the stent was noted to be missing. Add'l info received from the affiliate indicates that the second cypher select plus stent was unable to cross over the heavy calcified lesion in the pt. The physician withdrew the stent and realized the stent being nearly detached from the stent delivery system (sds). The product was repacked for return and the stent was lost while packing the product. During a coronary intervention, the physician was planning to implant a 3.50 x 13 cypher stent in the mid-right coronary artery, but the lesion was too calcified. Then, the physician tried a second 2.50 x 13mm cypher stent but also failed to cross over the lesion again. Later, he chose 7f jr 4 guiding catheter and atw guide wire. Finally, a driver stent was chosen to finish the case. There was no pt injury and no add'l info was provided.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.